Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Reference complaint - (B)(4).

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the balloon catheter intra-aortic balloon (iab) had an incident where two separate sheaths failed from two separate iab balloon pump catheters. There was no harm reported.